Event description:
During routine testing of the defibrillator, the user found that it would not charge. There was no pt involved. The problem was determined to be a scr (cr21) on assembly 590263 that had become leaky. The event is not occurring more frequently or with greater severity than is usual for the device.